Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is over feeding.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit overfeeding. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.